Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 32, indicating a delivery motor communication error on six occasions, confirmed in device history, and that the alert recurred after a guided restart; the device was replaced, and the user was advised to use back-up therapy until the replacement was obtained. Symptoms included hyperglycemia with values reported as ¿high,¿ elevated glucose above 180 mg/dl for about two hours, and alerts for glucose above 300 mg/dl for over 90 minutes, with trace ketones and no medical intervention, assistance, or hospitalization. Outcomes included temporary interruption of automated therapy and the need for device replacement. Investigation included review of device history, user-guided troubleshooting with restart and charging verification, confirmation of alert recurrence, and arrangement for device return. Investigation of the returned device revealed a communication malfunction involving the delivery motor subsystem consistent with a motor processor communications error.